Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the intermittent failure. Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed power supply assembly was further examined by physio where it was determined that the cause of the reported intermittent failure was flux residue on a filter, designator fl10.

Event description:
The customer contacted physio-control to report that the display on their device would intermittently go black. Upon examination of the customer's device, physio observed evidence of likely intermittent power cycling. There was no patient use associated with the reported failure.